Manufacturer narrative:
(B)(4).

Event description:
It was reported, the parkinson's disease patient experienced left body trembling. The patient was reprogrammed in 2014 (B)(6) and their ¿symptoms got obviously better¿ afterward. However, their ¿symptom repeated after two weeks.¿ the patient was reprogrammed again, three days after initial report, as a result of the event. The patient¿s physician increased their therapeutic voltage to 0.2 v. Following this, the patient¿s ¿symptom of left body trembling got better, but she wasn¿t able to straighten the back and to open her eyes when speaking.¿ it was ¿unknown¿ whether the patient received 50% or greater symptom reduction. Additional information has been requested. A supplemental report will be filed if additional information is received.